Event description:
Two small radial plate cover screws backed out of their assembled position allowing the radial plate cover to come free from the radial plate. The device was returned and found to have no visual defects. The device was reassembled, all parts mated properly and functioned as designed. Factors during the procedure such as screws not sufficiently tightened and/or anatomy interposed between the mating surfaces of the device could have led to loosening of the screws. Based on the successful functional test results and discussions with the operator, the cause of this occurrence is likely inadequate tightening of the radial cover screws.